Manufacturer narrative:
(B)(6). Per the clinic, the device was explanted on (B)(6) 2014. The patient was reimplanted with a new device on (B)(6) 2015. This report is filed august 19, 2015. Device not yet received by manufacturer.

Manufacturer narrative:
Correction: the device was explanted on (B)(6) 2015; not november 3, 2014, as previously reported. It was also reported that the patient was treated with antibiotics (type and duration not reported) prior to device explantation on (B)(6) 2015. No further information was made available as of the date of this report. This report is filed october 7, 2015.

Event description:
Per the clinic, the patient experienced an infection at the implant site. There are plans to explant the device; however, this has not occurred as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Correction: the correct explantation date is (B)(6) 2015, not november 3rd, 2014, as previously reported. The report is filed october 29th, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.